Event description:
The procedure was coil embolization assisted with a vrd ((B)(4)/lot unknown) for internal carotid artery aneurysm that was not calcified and moderately tortuous. As reported from the (B)(4) study. Initially, the coil embolization was performed successfully using the unspecified excelsior sl10 (stryker, type unknown). No issues noted. The event happened after vrd deployment. The unspecified vrd was successfully placed in internal carotid artery. However, later on, thrombosis was confirmed in the vrd and the physician removed the thrombus using the unspecified balloon catheter (hyperglide/covidien (B)(4), detail unknown). The patient was in stable condition and there was no complications reported. After that, later than midnight of the same day, it was noted that the pupil dilatation was confirmed, and so the physician performed an emergent angiography. In the distal portion of the vrd was revealed and thrombus was not confirmed through cerebral angiography, but peripheral artery was not revealed because intracranial pressure increased. The patient has been followed up but no additional information is available for now. According to the physician, the relationship of the event to the procedure was improbable and to the vrd was also improbable. It seems that the event might be caused by some symptoms of allergies. The devices utilized during the procedure includes supersheath 7fr long/medikit, radifocus guidewire/terumo, guiding catheter 7fr/medikit, prowler select plus (detail unknown), excelsior sl10 (type unknown), hyperglide/covidien (B)(4).

Manufacturer narrative:
The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. Concomitant devices used: supersheath 7fr long/medikit, radifocus guidewire/terumo, guiding catheter 7fr/medikit, prowler select plus (detail unknown), excelsior sl10 (type unknown), hyperglide/covidien (B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
After placing the enterprise vrd ((B)(4)/lot unknown) during an unruptured internal carotid artery (ica) stent assisted aneurysm coil embolization, thrombus was noted. The thrombus was removed using a hyperglide (covidien (B)(4)). The patient was stable with no complications immediately post procedure; however at midnight after the procedure, pupil dilatation was noted and with emergent angiography, no thrombus was revealed; however the peripheral artery was not revealed because of increased intracranial pressure. According to the physician, the relationship of the event to the procedure was improbable and to the vrd was also improbable. It was reported that per the physician, it seems that the event might be caused by some symptoms of allergies, but it was unspecified and no source of allergen was identified. The patient has been followed up but no additional information is available. The stent was implanted after successful and uneventful coil placement. There was no coil protrusion into the parent vessel. No information regarding the possible source of the allergy or whether the patient had a history of nickel allergy is known. It was reported that antiplatelet therapy was given but the dose and duration of the therapy is not known. There is no information regarding intraprocedural anticoagulation or act testing. It was also reported that there is no information available regarding the vessel diameter in the area that the enterprise was implanted. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is available and procedural images are not available. The enterprise vrd remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Additionally, the cause of the increased intracranial pressure is not known and the relationship to the device cannot be determined. Neurological deficits, cerebral edema, and allergic reaction including, but not limited to, contrast, nitinol metal, and medications are known adverse events that may be associated with the use of the enterprise vrd in the intracranial arteries as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.